Event description:
At this time no surgery is planned for the patient.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were returned on (B)(4) "2103" and underwent analysis. Generator analysis showed that in the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in memory locations revealed that 41.557% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Review of memory data showed that impedance increased from 2626 ohms to 16476 ohms on the date of explant. The lead is pending analysis.

Manufacturer narrative:
Device returned to manufacturer: previously submitted MDR indicated that the explanted lead and generator were not returned; however, the devices were returned. This report is being submitted to correct this information.

Manufacturer narrative:
Manufacture review of x-rays of implanted device. X-rays were reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A clinic note was received for review dated ((B)(6) 2013): it reported the following: "no changes, no new surgeries, patient feels vns magnet isn't working was itching all last week but didn't let into a sz" testing showed "high >10,000 ohms lead impedance" the patient had full revision surgery. Attempts will be made for the explanted product to be returned for analysis. Their lead was replaced for a lead fracture and a prophylactic generator replacement.

Event description:
Attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the lead. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) connector pin quadfilar coil appeared to be broken approximately 288.5 mm and 291 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
A neurologist reported that he interrogated his patient and diagnostics ran on (B)(6) 2013 and she yielded a high lead impedance. The readings were greater or equal to 10,000 ohms. The physician was instructed to disable the device. No patient trauma or manipulation occurred prior to their high impedance being attained. Their device was disabled (B)(6) 2013. X-rays were received for review. The generator is visible in the left axillary area. The angle of the x-ray prevents full assessment of the lead pin insertion, however; it appears that the lead pin is adequately inserted inside the connector block due to the angle of the connector boot vs. The can. The feedthru wires are intact. The lead appears to be routed upwards to the left side of the neck. There appears to be a suspicious area over the patient's left clavicle. The electrodes are visualized in the neck and appear to be aligned. There appears to be some strain on the second tie-down, and there is a suspicious area at the second tie-down. A strain relief bend was present, but it is not placed per labeling as there was no strain relief loop present. A strain relief bend is present as secured by a tie-down that is placed approximately lateral to the electrodes rather than lateral to the anchor tether per labeling. However, there is no strain relief loop present as specified per labeling. There appears to be at least 1 cm of lead routed parallel to the nerve prior to the onset of the strain relief bend, and the bend appears to be about 3 cm in length, as recommended. There is another bend after the first tie-down and a second tie-down is securing the second bend. There appears to be some strain on the lead at the second tie-down. There is some lead behind the generator; therefore, this portion of lead cannot be assessed for continuity. There are no gross lead discontinuities present in the image provided. There is a suspicious area over the patient's left clavicle and another at the second tie-down. At this time surgery has not been planned but likely.